Event description:
It was reported by the pt that following a mastectomy on (B) (6), 2009, the pump was leaking from the connection port at the bottom of the unit. The unit was removed without incident on (B) (6), 2009 and the pt continued taking the oral medication that was prescribed at the time of discharge.

Manufacturer narrative:
The pump was discarded by the pt after it was removed.